Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in set), which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated they forgot to open the clamp on the patient line and then pressed go on the hc and connected. The technical service representative (tsr) explained the alarm to the hp and then explained proper set up procedures. The tsr then explained to the hp they would have to start over with all new supplies. The hp stated ok. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, (B)(4) was contacted by the registered nurse (rn) regarding the home patient (hp). The rn stated they were not aware of the system error 2240 that occurred. The rn was made aware of the use error the hp made to cause the alarm. The rn stated they would speak to the hp. There were no further details provided.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the home patient (hp) who received the system error 2240 alarm. The rn stated the hp was doing fine and has had no injury or medical intervention as a result of the system error 2240 occurring or from reusing solution bags on (B)(6) 2011.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se was by the patient not being connected when therapy was initiated and the patient line was not properly primed. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). No allegation was reported by the patient against any of the therapy supplies; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.